Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a non-dependent patient presented in the hospital on (B)(6) 2016, complaining of redness to the device pocket; patient also stated that the pocket had been swollen for few months and had recently developed a scab. The patient was transferred to community heart and vascular hospital and device pocket erosion was noted, the header of the device was visible outside the pocket. The implantable cardioverter defibrillator was successfully explanted by dr. Chris healy. Skin test was positive for staphylococcus. The patient was administered antibiotics before new system could be implanted. The patient was recovering.